Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. The customer's blood glucose level was 231 mg/dl, which was addressed with a bolus. The customer changed the infusion set tubing and site and was able to receive an accurate fill estimate.